Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the video generator board, touchscreen assembly, coiled cable cord, display connector seal gasket and coiled cord cable to backplane board and then reassembled the iabp unit. The stm replaced the pneumatic module assembly then re- tested the iabp unit, which passed testing. Subsequently, the iabp unit failed the battery test and the batteries were noted to be due for replacement. The stm has noted that the customer has opted to replace the batteries in house and has not requested getinge to replace the batteries. The stm advised the customer that the iabp unit should not be used until the batteries have been replaced. All other safety, functionality, and calibration checks passed to factory specifications. The stm completed pm and cleared the iabp unit for use pending the battery replacement. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the touchscreen on the cardiosave intra-aortic balloon pump (iabp) had an issue and was not responding. The stm also found dried saline on the coiled cable and the iabp failed the pim module test. There was no patient involvement and no adverse event reported.